Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01165. Results: there was no physical damage noted on the device. The tubing was returned full of blood but was able to be cleared by aspiration the decontamination solution. During functional testing, the lightning was plugged in and a green light illuminated. The switch was moved to the on position and the lightning started flashing green and cycling the valve. After occluding the tip, the light began to flash yellow. The lightning was power cycled and turned to on with the engine off and not under vacuum. The lighting began flashing red to indicate no vacuum was detected. Conclusions: evaluation of the returned lightning aspiration tubing revealed a functional device. After clearing the blood in the returned system functionally testing was performed, and the device was functioning as intended. The reported complaint could not be confirmed. Penumbra lightning is inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a lightning aspiration tubing (lightning). During the procedure, the lightning unit was observed to be flashing amber and clicking at the same time. Additionally, the lightning unit was observed to be flashing red as well. Subsequently, the physician resolved the issue by flushing the lightning tubing and power cycling the lightning unit. The procedure was completed using the same lightning. There was no report of an adverse effect to the patient.